Event description:
It was reported that the rv lead was dislodged. The pacing lead impedance increased while the lead was being repositioned. The lead was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.